Manufacturer narrative:
Investigation: neither the voice prosthesis or xtraflange has been returned; investigation of products is therefore not possible. Although we have not been able to examine if the details had any damages, there is no reason to believe that the xtraflange has dislodged due to a faulty product. However; it cannot be excluded that the products may have been damaged during the insertion. Discussion: a leakage around the puncture is most often related to the quality of the puncture. E.g. A puncture that is created with a scalpel can become keyhole shaped. This is avoided if a vega puncture set is used. A weak or miss-shaped puncture gives less retention force towards the voice prosthesis t-flange and e-flange. This means that the voice prosthesis will be more prone to dislodge. Conclusion/action: based on the fact that an xtraflange is used, we assume that this patient has had some kind of issue with the puncture and problem with leakage around the prosthesis. It is possible to use a vega xtraseal together with an xtraflange, which might give a better fixation of the device.

Event description:
Patient uses the provox vega voice prosthesis with an xtraflange accessory, in addition to a provox larytube. The patient woke up in the morning and his wife was cleaning the larytube and had noticed part of the flange was exposed and not fully around the vp. She called the patients slp and made appointment to go in and be seen, they said to come in and they would have that fixed. About an hour later the wife decided to take another look and the xtraflange "was gone" was the way she described it. They went into the slp and a chest x-ray was done, it came back negative with nothing showing up. The patient indicated he feels fine and isn't experiencing any symptoms or strange feelings and didn't seem too concerned about it missing.